Event description:
The customer reported vacuum errors and a few drops of fluid leaked from the bath and onto the counter involving the coulter act diff 2 analyzer. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient injury associated with this event. Beckman coulter customer technical support (cts) advised the customer to wear proper personal protective equipment (ppe) prior to troubleshooting. The customer observed the vacuum isolation chamber (vic) was full. The customer discovered a kink in the waste line and corrected the kink. The customer replaced the green filter and turned on the instrument and noted the vic was draining. The customer completed system startup and all test results passed within specifications. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).